Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The initial reporter named is a getinge employee whose contact details are: (B)(6); which differs from that of the event site. The getinge field service engineer (fse) that encountered the issue replaced the batteries, and completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), the battery of the cs300 intra-aortic balloon pump (iabp) failed the battery run time test. Battery runtime was of 66 minutes when the minimum runtime spec is 135 minutes. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), the battery of the cs300 intra-aortic balloon pump (iabp) failed the battery run time test. Battery runtime was of 66 minutes when the minimum runtime spec is 135 minutes. There was no patient involvement, and no adverse event reported.